Event description:
It was reported that shaft break occurred. The patient presented with a chronic total occlusion. The 90% stenosed target lesion was located in the tortuous and calcified vessel. A 32 x 3.50 promus premier drug-eluting stent (des) was advanced for treatment through a guide catheter. During implantation, the hypotube broke at the proximal end outside of the body. Both the promus premier des and catheter were removed intact. The procedure was completed using an alternate device. There were no patient complications.

Manufacturer narrative:
E1. Initial reporter city: (B)(6).

Manufacturer narrative:
E1. Initial reporter city: (B)(6).

Event description:
It was reported that shaft break occurred. The patient presented with a chronic total occlusion. The 90% stenosed target lesion was located in the tortuous and calcified vessel. A 32 x 3.50 promus premier drug-eluting stent (des) was advanced for treatment through a guide catheter. During implantation, the hypotube broke at the proximal end outside of the body. Both the promus premier des and catheter were removed intact. The procedure was completed using an alternate device. There were no patient complications. It was further reported the target lesion was located in the left anterior descending artery and that the device broke about 20 cm from the hub.